Event description:
The liner could not be inserted into the acetabular cup due to the locking ring being broken. The procedure was completed with an acetabular cup and liner 1mm smaller.

Manufacturer narrative:
This report will be amended when our investigation is complete.